Event description:
A report was received alleging that when removing the device from use, a portion of the cannula broke off and remained under the user's skin. The report states that the site became inflamed and the patients health care provider removed the fragment from beneath her skin and prescribed antibiotics. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.